Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that circuit occlusion, ext high ppeak ,safety valve alarms occurred on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: results of investigation: vyaire medical received the device for evaluation. Technician powered gas delivery engine on and entered service mode. No vent inop conditions were present, error log showed no errors. Entered manufacturing set-up and verified all printed circuit boards. Pcb's were communicating. Performed expiratory purge/leak test per technicl support. No leaks were found atports f4 and g4. Continued to tuning menu and performed fcv characterization test, test passed. Restarted gas delivery engine and entered user mode performed est test, all 3 portions of est test passed.. The reported problem circuit occlusion, ext high ppeak and safety valve was duplicated and was isolated to tca. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.